Manufacturer narrative:
This is the first complaint reported for this finished goods lot. Review of the device history record indicates the order was built to specification. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).

Event description:
A customer reported that the fluidics management system (fms) was alarming occlusion and there was no vacuum. The product was replaced and the procedure was completed. Patient harm was not indicated.